Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. Review of the submitted log files confirmed pump stop events due to the driveline being disconnected, as well as low flow events; however, a specific cause for these events could not be conclusively determined through this investigation. The submitted controller event log file captured a persistent low flow hazard alarm from the beginning of the file due to the calculated flow decreasing below the low flow alarm threshold of 2.5 liters per minute (lpm), to 0 liters per minute (lpm) for approximately 32 minutes. During these low flow events, the file also captured 3 pump stops due to the driveline being briefly disconnected and reconnected 3 times. Each time the driveline was reconnected, the pump ramped back up to the stored patient speed without issue. The calculated flow gradually increased as high as 3.6 lpm and then decreased to a range of 1.8 ¿ 2.5 lpm for the remainder of the file, resulting in additional, transient low flow hazard alarms. The system appeared to operate as intended at the stored patient speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 left ventricular assist system patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Section 1 also provides an explanation of pump parameters (including flow). Section 4 of the IFU, "system monitor", provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot system alarms, including pump stop alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-08194. It was reported that the patient passed away on (B)(6) 2023. The cause of death was not provided. Whether the outcome was device or therapy-related was not provided. A review of the log file revealed what appeared to be a controller exchange on (B)(6) 2023, disconnection and reconnection of the driveline three times, and low flow events. Clock not set and no external power alarms were present from the beginning of the log file data. The clock was set to an updated timestamp at (B)(6) 2023 at 21:54:04. The no external power alarms resolved when the system was connected to battery power at approximately (B)(6) 2023 at 21:23.